Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no physical defects present. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) and inflated properly. Balloon concentricity ok. With the syringe attached the balloon deflate passively in under 5 min. Dissected ballon: notch perforation measured with the pin gauge (0.025") which is within specification. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. Per s03fa211 revision 26, as the reported event is unconfirmed a risk review is not required. Per s03fa211 revision 26, as the reported event is unconfirmed, a labeling review is not required. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water injected into foley catheter did not return during the pre-test.

Event description:
It was reported that the sterile water injected into foley catheter did not return during the pre-test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.